Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the trial was good but this device now was not helped. She needed to turn it down. She felt a slight discomfort in vagina. She had it over 4v and had to lower it. Patient services reviewed it was at 2.8v and patient would lower it and call back if she needs to. It was also reported that she was advised by healthcare provider (hcp) to turn down to 3. Patient also reported that the therapy was not working well and that the patient "pees all night long." Additionally during the day, the patient will go through medium dense pads and leaks all the time and doesn't know it. The patient reported that the urge to go to the bathroom is very mild and when she stands she starts to leak. The patient confirmed that on her current setting (program 3 at 2.0) she does feel stimulation. The patient was assisted with increasing stimulation to 2.4 on program 3 where the patient confirmed still feeling stimulation in the correct area. The patient was advised to follow-up with her healthcare provider (hcp) if her symptoms did not re solve. At about 8 months later, additional information was received from the patient stating that the device worked and she was producing urine like she never produced before but she leaked all the time. The patient stated ever since the device was put in she had been leaking and within the last 3 months the leaking had gotten much worse. The patient stated she wore pretty dense pads and she could not make it and let go of the urine. The patient stated she was implanted for incontinence. The patient checked the programmer a couple of weeks ago. The patient had an appointment with her healthcare provider on (B)(6) 2017. Patient services reviewed the patient could try increasing stim. The patient stated she was currently at 1.6v, she had it up to 2.0v and at 1.8v she had quite a bit of stim feeling. The patient thought she could tolerate going up a little bit more and asked how much feeling she should have. The patient was advised to discuss changing programs with her healthcare provider if increasing stimulation did not help. Additional information was received from patient on august 08 2017 reported that the device sometime works and sometimes it does not work. Sometimes she just pees all night long and now the last couple of days she had been real well. Patient stated the device was doing what it supposed to do as it was supposed to help empty the bladder. She did not know what to do. She wondered whether she had to wear pad all the time. She did not have any relief at all, just a very leaky bladder. Patient stated she had to wear a thick pad most of the time and when she had a bad day, she might have to use 2-3 pad and when a good day, she just used one pad, however she could wear for 24 hours but afraid she would start to smell so she would replace it. She had been in the current program for 2 months. This one had not changed anything from previous program she was in. It was noted that patient had device turned off and she was unsure when this might have happened. Patient was instructed to change to program 1 during the call and see if this would help. Patient indicated she had an appointment coming up. The event occurred since implant. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient accidentally turned the device off, which was the cause of the device being turned off.